Event description:
The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient alleged visualization of particles in device. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.